Manufacturer narrative:
Concomitant medical products: etlw1628c124e stent graft implanted: (B)(6) 2013, etbf2816c166e; stent graft implanted: (B)(6) 2013 , etlw1613c124e stent graft implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post pace observed on the stored electrograms (egm) for the right ventricular (rv) lead and the clinician was consulting with the company technical services for programming changes to resolve the twos. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.